Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0057069, medical device expiration date: 2022-02-28, device manufacture date: 2020-02-26. Medical device lot #: 0066260, medical device expiration date: 2022-03-31, device manufacture date: 2020-03-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needles did not retract. The following information was provided by the initial reporter: it was reported that two butterfly needles didn't retract the needle all the way.

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needles did not retract. The following information was provided by the initial reporter: it was reported that two butterfly needles didn't retract the needle all the way.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) customer photo was received for evaluation. Upon review of the photo, there is a bd pbbcs device with the IV needle appearing to have partial retraction after the use of the device. Bd was able to confirm the customer¿s reported failure mode with the photo provided. The root cause cannot be determined based on the photos alone, a physical sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.